Event description:
During a laparosocpic tubal ligation procedure, the tip of the sensing tip obturator broke off inside the pt, according to the initial reporter, the product was misused. The instructions for use are clear and sufficient. The product will not be returned for an evaluation.